Event description:
The physician was attempting to deploy a 2.25mm diameter x 12mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a difficult lesion in a patient with severe calcification and tortuosity. It was reported that a lot of pressure was used to push the stent forward and resistance was experienced. The stent pushed back and was deployed in an undesired location within the vessel. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was not returned with the delivery system. The balloon had been inflated. Crimp impressions were evident along the balloon. The distal tip was damaged.

Manufacturer narrative:
Evaluation: results: patient condition affected effectiveness of the device (patient lesion morphology- very tortuous and calcified), failure to follow instructions (force used during procedure). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology-very tortuous and calcified), failure to follow instructions (force used during procedure) FDA. (B)(4).